Event description:
The customer contacted physio-control to perform an evaluation of the device. Upon evaluation of the device, it was observed that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the inductive resistor assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.